Event description:
The customer stated that she spoke with her doctor and was told that the insulin pump should be replaced because it is not delivering insulin accurately. The doctor told her that the basal rates were not delivering either, even though they are programmed. The customer could not do any troubleshooting at the time of the call. Advised the customer that the insulin pump would be replaced per her doctor's orders. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.